Event description:
Information received from the field does not address the patient's clinical status but notes that dashes (---) were observed for the battery impedance. Although the software was upgraded, the dashes remained. All other device functions were normal.